Event description:
Reportedly, the customer received an occlusion alarm. Customer cleared the alarm and changed the infusion set site. Another occlusion alarm occurred while customer was taking a nap. Customer did not hear the alarm and woke to elevated blood glucose (bg) levels/keytones. Customer was hospitalized and treated with insulin drip/intravenous fluids. Customer was released from hospital two days later with stable bgs. There was no permanent damage to the customer.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.